Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner shows damage to the liner from attempted implantation and removal confirming the complaint. No dimensional analysis will be conducted due to the liner being impacted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that during implantation the liner would not seat into the cup. The surgeon used a backup liner when the initial liner to complete the procedure.